Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, the reported difficulty and subsequent unexpected medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The four additional proglide devices with the same reported issue referenced are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries was attempted with five proglide devices using the pre-close technique via two 6f sheaths prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the devices misfired; there was no suture with plunger removal for the five proglide devices. The sutures of two new proglide devices were successfully pre-placed at each access site. The sheaths was upsized to greater than 8.5f and the aaa procedure was completed. Hemostasis was achieved at both access sites with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.